Manufacturer narrative:
Pump passed active current measurement and displacement test. Pump received power error detected alarm due to j6 connector resistance issue. Unit failed sleep current measurement due to unexpected battery power loss and pump error 25. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was shutting off and getting power error detected alarm. The customer¿s blood glucose level was unknown. Customer stated that the batteries of insulin pump was not lasting and it was low and shows empty reservoir. Customer was able to clear the alarm and was able to complete insulin pump rewind. Customer previously called to report power error detected alarm. Customer stated that the notification light did not immediately stop flashing. Customer stated that the after troubleshooting, insulin pump had more alarms overnight. The insulin pump will be returned for analysis.